Manufacturer narrative:
(B)(4). Lot 15a008 was manufactured between january 9, 2015 and january 12, 2015. The device was received for evaluation. Visual inspection on the returned unit via the naked eye revealed evidence of a single, black particle approximately 0.10 square mm in size located underneath the filter. The reported condition was verified. The origin of the particulate was unable to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate device. The device was reportedly compounded with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.